Event description:
It was reported that the patient had an infection. As a result, the insertable cardiac monitor (icm) device was explanted. Device is not expected to be returned. No additional adverse patient effects were reported.